Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8806061 implanted port allegedly experienced a fluid leak. This information was received from various sources. These malfunctions involved patients with no consequences. One of the devices was used on a 83 year old female weighing 43 kgs. The age, gender, and weight for the remaining two patients was not provided.

Manufacturer narrative:
H10: for the reported malfunctions, lot numbers were provided, and lot history review was performed. Of the three malfunctions, two devices were returned to bd for evaluation. The remaining device was not returned for evaluation, however, photos were provided and reviewed, confirming for fluid leak. Additionally, the other two investigations also identified a fluid leak in the devices. The devices are labeled for single use. The definitive root cause is unknown. H10: g4 h11: b5, h6(results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the reported malfunctions, lot numbers were provided, and lot history review was performed. The devices were returned for all the three malfunctions and photo was provided for one of the malfunctions. Upon investigation, fluid leak was confirmed for one malfunction and the results were inconclusive for the other two malfunctions including the one with the photo provided. The definitive root cause for the alleged malfunctions are unknown. The devices are labeled for single use. H10: g4 h11: g1, h6(results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8806061 implanted port allegedly experienced a fluid leak. This information was received from various sources. These malfunctions involved patients with no consequences. One of the devices was used on a 83 year old female weighing 43 kgs. The age, gender, and weight for the remaining two patients was not provided.

Manufacturer narrative:
H10: for the reported malfunctions, lot numbers were provided, and lot history review was performed. Of the three malfunctions, devices for three malfunctions and photo for one malfunction were returned to for evaluation. One malfunction confirmed fluid leak, another malfunction with received photo was inconclusive for fluid leak and third malfunction investigation is still currently underway. The devices are labeled for single use. The definitive root cause is unknown. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8806061 implanted port allegedly experienced a fluid leak. This information was received from various sources. These malfunctions involved patients with no consequences. One of the devices was used on a 83 year old female weighing 43 kgs. The age, gender, and weight for the remaining two patients was not provided.

Manufacturer narrative:
Of the three malfunctions, two devices were returned to bd for evaluation. One photo was provided and reviewed. Of the three malfunctions, one investigation is confirmed for fluid leak. Two investigations are still in progress. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 8806061 implanted port allegedly experienced a fluid leak. This information was received from various sources. These malfunctions did involve a patient with no reported patient injury. One patient was a (B)(6) year old female weighing (B)(6) kgs. The other patient age, gender, and weight were not provided.